Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that cables were coming out of the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at distal idler pulley. The idler pulley was able to spin freely. Engineering also observed scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.